Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture lab analysis: the device related to the reported event of no complaint against the device, was received on jan 18, 2022 with lot number 1541193. Visual analysis of the returned device identified: underweight, an opening on radius, and creases fold. A microscopic analysis was performed which identified: a crease sharp opening on radius and four striated openings on posterior. Based on the device analysis the final assessment is: - a crease sharp opening on radius assessed as fold flaw opening. - four striated openings on posterior assessed as surgical damage.

Event description:
Healthcare professional reported "capsulectomy/rupture". This record is for the left side. Device explanted and replaced.